Manufacturer narrative:
(B)(6); submitted to (B)(6) by the physician. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an unknown procedure performed on an unknown date. According to the complainant, on (B)(6) 2017, the patient experienced pain after the insertion of the sling. On (B)(6) 2017, the patient returned to the clinic and she was injected with depomedrone and marcaine suprapubically via cystoscopy. Reportedly, the pain was gone on a review on the (B)(6) 2017. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.